Event description:
Patient was revised to address dislocation. (Right shoulder)..

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. A depuy france supplier reviewed the device history records for the cup and found the product conformed to the required specifications and found no manufacturing deviations or anomalies. A search of the complaint database found no additional reports for the cup part and lot number combination. Review of the device history records and/or a complaint database search was not possible as the product and lot code required for the glenosphere was unavailable. Requests for additional investigational inputs were made in accordance with wi-7915 appendix c. Territory office communicated no additional information is available. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.